Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
The spray stayed depressed when the physician needed it to stop. The unit kept spraying, patient was burned. The physician had to physically pull the trigger back to stop the spray. Unable to verify complaint. Follow-up: all info known was provided and stated above. Order #: (B)(4). Wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation x-initiated manufacturer's investigation x-review DHR *analysis and findings distribution history the complaint product was manufactured at csi on 1/15/21 under work order (B)(4) and sold on 7/20/20. Manufacturing record review DHR-900076-280706 was reviewed and no non-conformities related to the complaint condition were noted. The DHR does include a rework authorization order related to subcomponent# (B)(4), but this rework appears unrelated to the complaint condition. Incoming inspection review incoming inspection record review not applicable to this product. Service history record no service history record found for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. There were two instances where the unit was not returned for evaluation, two instances where the complaint condition could be confirmed, and four instances where the complaint condition could not be confirmed and the unit was found to be functioning normally. Product receipt the complaint product p/n 900076 serial (B)(6) was returned. The serial number of the returned product matched the serial number reported. Visual evaluation visual examination of the complaint product revealed no physical damage. Functional evaluation complaint product was functionally evaluated and found to function properly. The complaint condition could not be verified by service technician. Root cause the product tested to specification as the device was found to meet all visual and functional test specifications. *correction and/or corrective action ]no further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
The spray stayed depressed when the physician needed it to stop. The unit kept spraying, patient was burned. The physician had to physically pull the trigger back to stop the spray. Unable to verify complaint. Follow-up: all info known was provided and stated above order #: (B)(4) 1216677-2021-00260 wallach ultra freeze 900076 (B)(4)